Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a broken drive cable beginning 26.4 cm from the distal end of the connector shaft. The imaging window was observed partially detached near the lap joint section and was observed kinked. Impedance testing showed and electrical open at the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on 23oct2023. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but the image was very dark and unclear. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was fine. However, device analysis revealed partial imaging window detachment.